Event description:
A customer contacted haemonetics on (B)(6) 2010 to report the hw-inlet valve was broken on their orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010, to report the hw-inlet valve was broken on their orthopat machine. No operator or donor injury was reported. The eval of the returned unit confirmed the reported problem. There was also a blood spill noted which went through the wall vacuum valve. As a result, various components needed to be replaced. The machine was then ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).